Event description:
Additional information received from a consumer reported the patient isn't sleeping 8 hours a night and wakes up every hour. The patient uses their ptm, because the pain wakes them up. The patient is bolusing every hour through the night since getting this pain in (B)(6) 2014. When the bolus wears off, the patient will bolus again. It was reported that the patient was hospitalized 8 months to a year prior for pain management. The pump was used to infuse dilaudid at 7.495 mg/day, bupivacaine at 7.495 mg/day, and clonidine at 0.3373 mg/day.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving hydromorphone 40.0 ml at 7.495 clonidine 1.5 ml at 0.2811 and bupivacaine 40.0 ml at 7.495 via an implantable pump. The other medications the patient takes are oxycodone 360 mg, methadone 120 mg and ketamine, dose not provided. The indications for use was non-malignant pain and failed back surgery syndrome-other. The patient was seeing the mdt splash screen on the ptm. The patient had tried changing the batteries and was using energizer alkaline batteries. The ptm had not gotten wet but the patient stated it was very humid where he is located. The patient stated that they had "undiagnosed neuropathic pain in lower left quadrant" that has developed over the last year. On (B)(4) 2015 it was further reported that the patient's left lower quadrant pain was so bad he's been hospitalized 6 times for pain management and tests. The patient's had MRI's and CT's and nothing can be found. The physician was thinking that it's possible there's an impinged nerve due to induration on the left side from where the pumps have been implanted. Per the patient, the physician stated he may need to have a nerve block with ultrasound to confirm if there is an impingement. The pain was so bad that the patient's blood pressure had increased to 225/140 and when he's hospitalized they give him IV hydromorphone and bupivicaine. The new pain responds well to bupivicaine. The patient's pain was so bad it wakes him up at night. Troubleshooting, diagnostics, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.